Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 1 - no pressure change when expected) occurred with multiple cartridges during pumping. The customer's blood glucose (bg) level was 380 mg/dl for the past event and the bg level was addressed with a bolus via the pump. At the time of report, the customer's bg level was 197 mg/dl. A new cartridge was successfully loaded to address the event.